Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6a: not applicable as the device was not implanted. Section d6b: not applicable as the device was not implanted. Section e1: title, email address: unknown, information not provided. Section e1: telephone number: (B)(6). Section h3: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded monofocal tecnis eyhance intraocular lens was broken. The issue was identified during the implantation or application process. Upon follow-up, it was confirmed that there was no user error. The surgeon did not implant the lens. No patient injury occurred. Additionally, no medical or surgical interventions were reported. No further information is available.

Manufacturer narrative:
The product was returned to the manufacturing site for evaluation. Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 10 dec 2025. Section h3: evaluated by manufacturer: yes. Device evaluation: the complaint original folding carton, patient stickers, implant notification card, and dfu was received. A simplicity handpiece (serial number: (B)(6)) was received inside the box along with a loose lens. There is no complaint for the handpiece and lens; these products can be discarded. No suspect product was received. A photo was provided by the customer. The customer provided photo was evaluated. The photo shows the suspect product with the plunger rod advanced out of the cartridge tip; no damage was observed to the plunger rod or cartridge. The lens was observed to be crumbled on the folding carton. Since no product has been received, no further evaluation was performed. The complaint issue lens damaged was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing and are only provided for informational purposes; therefore, no further escalations are required. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson \& johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
The product was not returned to the manufacturing site for evaluation. However, a photo was provided by the customer. Additional information: section d9: device available for evaluation? No section h3: evaluated by manufacturer: yes device evaluation: no suspect product was received; however, a photo was provided by the customer. The customer provided photo was evaluated. The photo shows the suspect product with the plunger rod advanced out of the cartridge tip; no damage was observed to the plunger rod or cartridge. The lens was observed to be crumbled on the folding carton. Since no product has been received, no further evaluation was performed. The complaint issue "lens damaged" was identified during photo evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Hra (health risk assessment) and human risk factor documents were reviewed for the complaint issue reported. The results of this hra and human risk factors review do not confirm that the above situations occurred during manufacturing, and are only provided for informational purposes; therefore, no further escalations are required. Based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.